Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300s mg/dl). During troubleshooting with tandem technical support, the pump am/pm setting was reversed and contact believed this to be the cause of elevated bg. Contact also reported a 5 minute time loss every 4 weeks; cause was not reported. Time was corrected.